Manufacturer narrative:
Note : product reference 4440111 is not cleared for sales in the USA, but similar product reference 5433750 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch of access ports which complies with our specifications and does not present any discrepancy. No other complaint has been reported to us on this batch of access ports released in may 2020. Investigation results: we received for investigation one celsite st205 from batch nr 36961168. Visual examination: the device is contaminated by blood. Tool marks are visible on the exit cannula and on the catheter. A 4 mm long piece of catheter is still on the exit cannula. Its extremity is ruptured, the facies is rough and irregular. The distal part of the catheter was not returned for analysis. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. No manufacturing abnormality was noted. Conclusion: no manufacturing defect has been detected on the returned device. The catheter rupture occurred under the connection ring, shortly after the implantation (less than 6 months). Tool marks are visible on the exit cannula and on the catheter. 3 similar cases occured in the same hospital over the past 3-4 months according to the above mentioned information and in view of the location of the catheter rupture, we can hypothesis that the catheter rupture is due to the extension of a catheter damaged done during the implantation procedure, probably while mounting the catheter on the exit cannula. This small defect has spread over time, during implantation period, due to the natural movements of the patient. Indeed, it is worth noting that after the implantation, this part of the catheter is protected by the connection ring. This part of catheter can no longer be damaged after implantation. The IFU warns the user of such dangers (§ vi - technical implementation). This is a rare incident ((B)(4)), no corrective action is envisaged.

Event description:
"Client reports 3 cases of detachement of (a piece of) the catheter from the port over the last 3-4 months. All of these cases concerned different batch numbers of the same reference (4440111). The detachement occured for all cases at approximately the same location ( at the exit canula). In 1 of these cases there was an extra intervention needed, due to an embolisation , to recuperate the detached piece of the catheter."